Event description:
The jaws of the applier got wildly bent to the right during use. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in july of 2021. Evaluation of the returned instrument shows that the jaws are loose and misaligned and bent to one side, and the jaw pivot pin is pulled thru one side of the damaged/bent outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent/damaged near where it engages the jaws. We are unable to determine what caused the jaws to be loose and misaligned and for the jaw pivot pin to be pulled thru one side of the bent/damaged outer tube assembly and for the drive rod to be bent but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws of the applier got wildly bent to the right during use. Therefore, a new unit was used instead.